Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge/segmental resection, when the doctor let the needle through the loop and tied it up, the loop broke. Three products had the same problem in a row. There was no patient injury.